Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter guide catheter was detached, stretched and kinked. The suture hole of the push catheter was torn. The stent remained attached to the delivery system. No other problem with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after analysis it was determined that the guide catheter was detached, stretched and kinked, the suture hole of the push catheter was found torn, also the push catheter presented some kinks, the stent remained attached to the delivery system. It's most likely that user manipulation during the preparation of the device and/or some technique performed during procedure ended kinking the push catheter, once the push catheter presented those kinks the guide catheter may have experimented difficulties to be pulled out, which may have taken the user to apply an extra force, this extra force may have caused the stretch's and kinks on the guide catheter and as consequence it ended detaching it, after all those conditions the stent couldn't be deployed and the tough movement's experimented on the delivery system caused the torn on the suture hole. Therefore, based on the analysis performed and all the information gathered from the customer and the issues found, the overall investigation conclusion code assigned will be "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure performed on (B)(6) 2022. During the procedure, it was reported that when release was performed, the guide catheter was found stretched. The procedure was successfully completed using another flexima plus biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.